Event description:
The user facility reported their unit was leaking water near electrical wires. The leak was approximated to be one gallon of water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the copper inlet water pipe to the water temperature booster tank leaking water. The leak caused water to contact the electrical wires to the inlet solenoid valves. The technician replaced the copper piping and cleaned the water level switches. The unit was installed in november of 1997 and has not been under a steris service contract since 2012. The replacement of the copper piping is attributed to the age of the component.